Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.